Manufacturer narrative:
A united states customer reported observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing. No issues were noted with respect to system errors or quality control (qc) results. Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing when using lot thcg 360. An initial elevated result (above reference interval) was obtained for a female patient in her 40s. The patient took a home pregnancy test, which produced a negative result. Following this, additional testing was performed. Testing of both the original and new samples, using both the original reagent lot and using lot 362, produced much lower results which were accepted as correct. There are no allegations of any adverse patient effects, nor of any diagnostic delay, in association with the observed discordance.

Manufacturer narrative:
A united states customer reported observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing. MDR 1219913-2025-00018 was initially submitted on 14-jan-2025. Update, 27-feb-2025: siemens has concluded the investigation. No issues were noted with respect to system errors or quality control (qc) results. Review of instrument fluidics data showed no evidence of any aspiration or dispense anomalies affecting the samples in question, nor were there any indications of any hardware issues affecting delivery of thcg reagents. Service recommendations were made on the basis of the overall review and adjustments were made to the instrument, but no definitive cause was identified for the discordant observation. The reported issue was resolved following standard service actions. Based on the information available, a specific cause for the observed erroneous result could not be determined. However, no systemic product problem was identified. The customer is operational, and the thcg assay is performing acceptably; no further actions are required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.